Event description:
A physician was concerned about premature battery depletion for a patient who has a high duty cycle programmed. When patient went for a routine visit, 50% remaining battery indicator was observed for the generator. Additional relevant information has not been received to date.

Event description:
Additional information was received that the patient generator showed 100% battery indicator.

Event description:
Programming data was requested and received.